Manufacturer narrative:
The event was reported to have occurred on an unreported date "during may to june 2021". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomachache. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing during the treatment. No additional information could be provided as the reporter declined follow up.